Manufacturer narrative:
Although the reported lot number remains unknown, due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This complaint was not associated with any specific device or patient. It was a general comment made by the physician to the employee regarding the coil; therefore, no additional information related to the procedure or anesthesia is available. It was reported that if detachment happens under sedation, pain happens to all patients for electrolytic detachment. With target it is like a zap and the patient complains of pain. The reported patient complication is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported by the clinician that if the coil detachment happens under sedation, pain happens to all patients for electrolytic detachment. With subject it is like a zap and patient complains of pain. No other information is available.

Event description:
It was reported by the clinician that if the coil detachment happens under sedation, pain happens to all patients for electrolytic detachment. With subject it is like a zap and patient complains of pain. No other information is available.